Event description:
Patient was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of medication. In 2000, patient underwent explantation of the device after the hcp used fluoroscopy to determine that the pump rotor had stopped. The device was returned to the manufacturer for analysis.